Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent inadvertent deployment occurred. After unpacking of a 10x40x120 epic vascular stent, the tip of the stent was found to be exposed a little. The device was tried to be withdrawn but somehow the device was more exposed. The stent was never used in the patient, and the procedure was completed with a different device. There were no patient complications reported, and the patient condition was stable post-procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by MFR: epic vascular 10x40x120, was received for analysis. The device was received with the stent partially deployed on the delivery system. The distal stent struts were undamaged. No issues were noted with the stent. A visual examination identified no issues with the tip of the device. A visual and tactile examination found no kinks or damage to the inner or outer sheath of the device. A visual examination identified no issues or damage to the handle of the device. The safety lock was in place on the rack of the device. This concludes the product analysis.

Event description:
It was reported that stent inadvertent deployment occurred. After unpacking of a 10x40x120 epic vascular stent, the tip of the stent was found to be exposed a little. The device was tried to be withdrawn but somehow the device was more exposed. The stent was never used in the patient, and the procedure was completed with a different device. There were no patient complications reported, and the patient condition was stable post-procedure.